Event description:
Infection on right cheek, appears to be pseudomonas. Dr. And pt state they were not aware of the recovery time required by a high energy treatment.

Manufacturer narrative:
The portrait psr does not contact the pt during use. Labeling states that following the procedure, the treated site may be subject to an opportunistic infection. Normal precautions such as the use of prophylactic antibiotics, dressings and antibiotic ointments/creams, may be used at the discretion of the physician.